Manufacturer narrative:
The customer¿s complaint of tubing fitment ring missing and separated was confirmed. During visual inspection it was observed immediately that the silicone segment was completely separated from the upper fitment. Further visual inspection of separated silicone segment end noted no o-ring indentations on the silicone segment. Visual examination under microscope noted no crush mark to the upper or lower fitment. No other anomalies were noted during visual inspection. No functional testing was deemed necessary due to the obvious separation. The root cause of the missing ring retainer and separation was determined to be due to the set's retainer ring not being assembled onto the set during manufacturing assembly.

Event description:
It was reported that during an infusion of cefepime the pump alarmed for air in line and during inspection the rn noted the tubing ring was missing and separated from the upper fitment. There was no harm.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc 0338-0553-18 lot p387910 exp dec19 0.9% sodium chloride injection;2 grams/vial apotex corp ndc 60505-6147-0 lot 8m0576a42 exp 10/2020 cefepime the devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during an infusion of cefepime the pump alarmed for air in line and during inspection the rn noted the tubing ring was missing and separated from the upper fitment. There was no harm.